Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on aviva meter: 480 mg/dl and 116 mg/dl within 10 minutes and 320 mg/dl within 10 minutes of the 116 mg/dl result. Later on the same day the patient compared his meter to a professional meter within 10 minutes: 330 mg/dl (aviva meter) and 148 mg/dl (professional meter). Comparisons on the customer's meter were taken with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.